Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The guidewire was inspected microscopically for damage. The device showed a separation, approximately 9.7cm from the tip. The tip was returned. The outer diameter of the guidewire was measured to be within specifications. The coating appeared to be uniform and consistent throughout the length of the wire. The guidewire was inserted into a direxion test microcatheter. The wire transcended through the catheter with no hesitations or restrictions. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the guidewire fractured. The target lesion was located in the prostatic artery. A 180x25cm fathom -16 guidewire was selected for use for a prostatic artery embolization procedure. During procedure, the physician was attempting to advance the guidewire through a non-bsc microcatheter, however, there was increasing fiction of the guidewire inside the microcatheter until it no longer moved. The guidewire was then removed with the microcatheter as a system. Once outside of the patient, there as a clear fracture in the distal part of the wire. The physician then used the same microcatheter and another 180x25cm fathom -16 guidewire. Upon advancing the guidewire, friction was felt again so the physician removed the guidewire. A third 180x25cm fathom -16 guidewire was used to complete the procedure. There were no complications reported and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The guidewire was inspected microscopically for damage. The device showed a separation, approximately 9.7cm from the tip. The tip was returned. The outer diameter of the guidewire was measured to be within specifications. The coating appeared to be uniform and consistent throughout the length of the wire. The guidewire was inserted into a direxion test microcatheter. The wire transcended through the catheter with no hesitations or restrictions. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the guidewire fractured. The target lesion was located in the prostatic artery. A 180x25cm fathom-16 guidewire was selected for use for a prostatic artery embolization procedure. During procedure, the physician was attempting to advance the guidewire through a non-bsc microcatheter, however, there was increasing fiction of the guidewire inside the microcatheter until it no longer moved. The guidewire was then removed with the microcatheter as a system. Once outside of the patient, there as a clear fracture in the distal part of the wire. The physician then used the same microcatheter and another 180x25cm fathom-16 guidewire. Upon advancing the guidewire, friction was felt again so the physician removed the guidewire. A third 180x25cm fathom-16 guidewire was used to complete the procedure. There were no complications reported and the patient was fine post procedure. It was further reported that the first guidewire ruptured within the micro catheter inside the patient. The guidewire was retracted by simply pulling together with the micro catheter. The second fathom after being repositioned was withdrawn as soon as it began to make friction and, therefore did not break. A third fathom guidewire was then used which did not give problems. It was confirmed that no part of the guidewire remains inside the patient's body.